Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture and skin reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and experienced capsular contracture baker grade IV and developed hives on the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 425cc on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 7430180 number, and no non-conformance's were identified. On (B)(6) 2020, during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot number 7430180 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove code skin reaction to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).